Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced kinked cannula event on (B)(6) 2026. Due to the event, patient¿s blood glucose level was high and was treated with correction bolus via pump. The site of insertion was abdomen. The patient replaced infusion set and resumed insulin deliveries successfully.